Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that after wearing the pod on the leg between 4 and 24 hours, the site was red, irritated and infected with cellulitis. The patient consulted the doctor on two different occasions 10 days later, for the same issue and was prescribed antibiotics (bactrim ds 800 160 tabs) first and on the second visit (cipro 500 mg tablet) to treat the affected area.